Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 48 mg/dl. Troubleshooting was performed and found that the customer has treated the low blood glucose event with food. It was unknown if the customer was using the pump within 48 hours of the reported event and if the auto-mode feature was active. The customer stuck button alarm. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump was received with intermittently unresponsive keypad. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self test. The pump passed the displacement accuracy test at 0.0872 inches. No stuck button error alarms were noted during testing. Successfully downloaded pump history files and traces using thump software. Pump alarmed 4 stuck button error alarms on the event date of 11/19/2023 at 14:07:29.000, 14:13:37.000, 14:19:37.000, and14:26:10.000. Pump delivered 106 bolus deliveries on the event date of 11/19/2023, the first five are as follows: 00:15:43.000, 00:20:51.000, 00:25:43.000, 00:30:51.000, and 00:35:45.000. Pump was cut open to perform visual inspection and found corroded keypad traces. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, overlay scratched, stained keypad overlay, broken belt clip rails, pillowing keypad overlay, and keypad overlay texture damage. Unable to verify customer's complaint for high bgs. Stuck button error alarm was not noted during testing, but unresponsive keypad was confirmed during testing due to moisture damage on the keypad traces. Moisture damage was confirmed found on the battery tube and keypad traces. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.